Event description:
During nasal surgery, the blade of instrument came off and was lodged in pt's internal nasal mucosa. Blade was noticed missing when instrument was being processed in central supply after the procedure was completed. Pt was in recovery room at the time this was discovered and was taken back for x-rays and surgery for removal.